Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that a crack was noticed at the start of the y of the two branches. A hemorrhage was noticed on the crack of the device. The catheter was removed on (B)(6) 2015 and another device was used to complete the procedure.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. All dhrs are reviewed for accuracy prior to product release. The product sample consisted of one palindrome catheter with slots that presented signs of use (blood remains). Visual inspection was performed and a hole was found on the joint of the catheter, below the hub. The sample returned was submitted to an underwater test and bubbles were detected. The bubbles were coming out below the hub, from the both lumens (arterial and venous). As per the instructions for use (IFU), the customer has to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, or cuts which could impair its performance. Do not use acetone on any part of the catheter. Aqueous-based povidone iodine, exsept, hibiclens (chlorohexidine), amukin 50%, hydrogen peroxide, neosporin antibiotic ointment, bacitracin ointment, bactroban cream, isopropyl alcohol 70%, chloraprep can be used. Inter-mixing of these solutions has not been tested and is not recommended. Manufacturing performs 100% visual inspection and 100% leak testing per procedure. Based on the information provided, the device functioned as intended for a period of approximately 2 months. It can be concluded that the product was manufactured according to specifications and functioned as intended for the reported amount of time. With the available information, the most probable root cause could be the result of excessive force, sharp objects, or due to an inappropriate use of cleaning agents. This failure mode is being addressed through a corrective and preventive action (CAPA). This product was manufactured on 10/21/2011 which was before implementation of the actions for this CAPA. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.